Event description:
It was reported that a rollator moved away from a patient when she went to sit on it. This caused her to fall to the ground. The brakes on the rollator were engaged at the time, however, the patient states that neither brake mechanisms were touching the wheels when they were engaged.

Manufacturer narrative:
It was reported that a rollator moved away from a patient when she went to sit on it. This caused her to fall to the ground. The brakes on the rollator were engaged at the time, however, the patient states that neither brake mechanisms were touching the wheels when they were engaged. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.